Event description:
Patient's mother contacted dexcom technical support (ts) on (B)(6) 2015 to report a detached sensor wire that occurred on (B)(6) 2015. Patient's mother stated that upon removal of the sensor pod, she was unable to locate the sensor wire. On (B)(6) 2015, patient's father called dexcom ts and reported that the patient had been taken to the doctor and an x-ray confirmed a piece of the sensor wire was under the patient's skin. On (B)(6) 2015, the patient had surgery to remove the sensor wire, however, it had moved further into the abdomen area and the doctor stated it was not currently safe to remove the wire. It was recommended to leave the sensor wire in the patient's body and have a follow-up appointment two weeks from then. At the time of contact, the patient's parents did not report any additional information.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Dexcom was not provided with a copy of the x-ray, therefore, the customer complaint could not be confirmed. However, the patient's doctor stated that the x-ray did display the sensor wire under the patient's skin.